Event description:
The patient reportedly experienced a decreased in performance. The patient reportedly had a chronic middle ear infection and was treated with antibiotics (presciption name not given). Surgery was performed to clean the middle ear space adn replace a blocked pe tube. The patient's cii device remains implanted.